Event description:
The duett pro sealing device was deployed following an interventional procedure via a 6 fr sheath in the left common femoral artery. Following deployment, the pt experienced a small hematoma, pain, cyanosis and absent distal pulses. An occlusion was confirmed. Treatment consisted of thrombolytic therapy and thrombus aspiration. The treatment was successful and no further complications were reported.